Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic the connection between the device and the intra-operative measurements with custom sound ep were unstable and the surgeon had to try multiple times which led to extended surgery time. The time of extension was not reported. The implanted device remains in-situ.